Event description:
Dealer called in and stated that the seat frame will not lock into place, dealer stated that the consumer alleges that the issue may have been a result from being strapped down during transportation. Dealer stated no injuries.